Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from a consumer regarding a patient receiving baclofen at an unknown concentration at 110 mcg/day via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that the patient had a pump replacement on (B)(6) 2018 and while it was noted that the surgery went well the patient's spasticity got really bad. The caller stated that the patient said it was like the pump wasn't working. It was reported that when the patient attempted to use the personal therapy manager (ptm) it displayed the splash screen and wouldn't give her a bolus; it was later noted that the patient did get a successful bolus. It was recommended to the caller that the ptm batteries be changed. The caller was directed to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event. Additional information was received from a health care professional (hcp) on (B)(6) 2018. It was reported that the cause of the patient's spasticity after their surgery was due to the catheter being disconnected from the pump. A surgical revision was performed to resolve the issue. The cause of the ptm not administering a bolus was not determined. No actions/interventions were taken to resolve the ptm issue. The serial numbers of the patient's pump and ptm were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2018-dec-24. The patient's weight was provided. No further complications were reported.